Event description:
Caller reported discrepant troponin I (tni) results when testing samples from one pt using the triage cardiac panel. On (B)(6) 2012 at 1330 hours an ER pt was tested for tni. This draw gave a positive tni result. A second draw at 1930 hours gave a negative tni result. The pt was then drawn the following day and the sample was tested on two different meters (one meter is listed on this medwatch report and the other meter on MDR #2027969-2012-00498). Three repeat tests were done on the same cartridge. On the meter listed on the report, the customer had discrepant results (some positive and some negative) with the same sample. The customer also reported test results from an alternate method which they noted was not yet running live. The pt's history and diagnosis are not available at this time. Technical service has attempted to obtain this information. Blood from (B)(6) 2012 draw available for further testing.

Manufacturer narrative:
Investigation pending.